Manufacturer narrative:
This is the information known at this time. According to available information, this system remains implanted and in service. Should additional ifnormation become available, this event will be updated.

Event description:
Additional information was received. A follow up visit was performed. Interrogation revealed no episodes of noise or non-sustained ventricular tachycardia. The right ventricular lead impedance has remained stable. The patient with this lead has some underlying intrinsic rhythm. A decision was made to further monitor this device and lead.

Event description:
Boston scientific received information that during an educational review with cardiac technicians, it was reporting difficulty reviewing episodes that had been overwritten. Reportedly, anti-tachycardia pacing (atp) therapy had been delivered for an episode of tachycardia and the episode could not be viewed. A further review was performed revealing noise that caused oversensing resulting in pacing inhibition of two to three beats had occurred. This inhibition of therapy resulted in ventricular pauses and complete heart block. A follow up visit will be performed in the future. No adverse patient symptoms were reported.

Manufacturer narrative:
- -